Manufacturer narrative:
Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use; and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.

Manufacturer narrative:
Submission date: 26aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that a ventilator touchscreen does not work, and it does not allow calibration. The device was in clinical use at the time the deficiency was discovered. The patient was transferred to another working ventilator. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and an international philips field service engineer (fse). The fse confirmed the reported issue. Further information is pending.

Manufacturer narrative:
The field service engineer replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.